Event description:
Patient reported there are black lines on the display of the infusion device, and the lines interfere with his ability to view the insulin delivery amounts. He also reported the protective rubber on the up/down button is damaged. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The pump housing is broken along the display window. Due to pressure on the display window the adhesion connection between the display window and the pump housing is broken. Therefore the pump is leaky. The buttons and display passed the optical and functional investigation successful and meet the specification. The broken display window cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.